Event description:
It was reported that the right ventricular lead triggered a lead integrity alert due to high impedance. Trend data indicated oversensing, noise and a triggered patient alert. The lead appeared to be broken. The lead was removed, however; the physician was not able to insert a new lead due to a left subclavian thrombosis. A new lead was implanted on the right side. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were ten ventricular non-sustained tachycardia less than or equal to 218 ms on (B)(6) 2012 in the timeframe between 09:33:36 and 10:31:23. There were five lead failure predictors for high rate- non-sustained less than or equal to 207 ms with an average ventricular cycle between (B)(4) 2011 and (B)(4) 2012. The ventricular short interval count (v-sic) was 3544.1 counts average per day, in 3.10 days, between (B)(6) 2012 and (B)(6) 2012. The lead integrity alert triggered one patient alert for lead failure predictor on (B)(6) 2012.